Manufacturer narrative:
Operator of device and initial reporter also sent report to FDA are unknown. No information has been received to date. A product sample has been received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was continuously beeping. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Found high pressure messages in the event history log causing continuous alarm. Replaced downstream occlusion sensor. The cause of the reported problem could not be determined. Product is beyond 2 years from manufacture date of 2020-09 and there was no indication of a manufacturing defect during the investigation, so a DHR (device history review) was not performed. A service history review identified this device has not been in for service previously., corrected data: d4: correction: model number: 6400.

Manufacturer narrative:
Other, other text: h4: correction: device manufacturing date: 09-apr-2021.